Manufacturer narrative:
G4:08mar2021. B4:13mar2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced and installed the port, gas outlet to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12nov2020.

Event description:
The customer reported a leak in the gas port. There was no patient involvement.